Manufacturer narrative:
A ge representative evaluated the system and instructed customer that the new vertical lift motor has some hesitation in it. System operates as intended.

Event description:
Customer reported the system does not move up and down easily. No patient injury was reported.